Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 4 of 5 allegations of unspecified malfunction. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records cmpl (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). This is 4 of 5 allegations of unspecified malfunction to capture one of the experienced dkas. On (B)(6) 2024 she woke up disoriented, vomiting and her shoulders and chest were hurting. Her husband called the ambulance and took her to the hospital. The patient´s blood glucose was extremely high (no values reported) and the patient experienced coma. She was transferred to the intensive care unit, and regained consciousness on the 3rd day. There was no documentation about the treatment provided. The patient was discharged on (B)(6)2024. At the time of the report the patient was stable. Of note, the patient reported that during the event she was using her old pump, she kept on getting occlusion alarms and she doesn't know what was causing this issue. The pump was showing out of range message even if it was very close to the sensor. At the time of the report the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/5/2024.